Event description:
It was reported that the healthcare professional (hcp) requested review of insertable cardiac monitor (icm) device data. Boston scientific technical services (ts) reviewed per request. Ts advised there has been a sudden and dramatic change in signal amplitude. The signal is now very noisy and flatline pause episodes have been stored incorrectly. The hcp reported the icm device is still implanted and has not moved. Ts suggested the clinic consider replacement. Additional information from the boston scientific representative provided an x-ray was performed. The physician reviewed the x-ray and found the icm device is no longer implanted. The icm device was never surgically explanted and self-explanted at some point. The physician plans to implant a new icm device in the future to resume monitoring. Device is not expected to be returned for analysis. No additional adverse patient effects were reported.